Manufacturer narrative:
Investigation: investigation summary: investigation conclusion: root cause description: rationale: investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter tip broke off during use, sticking into the patient's catheter and requiring a trip to the emergency room to remove it. The customer reported 2 occurrences of tip breakage. The following information was provided by the initial reporter: wondering if there have been any reports of the plastic tip of the blue luer adaptor breaking off. We have seen it happen twice in two weeks. One tip dislodged into a patient¿s catheter and it required a trip to the ER to remove it. That said, it sounds like the end of the luer adapter that slips into the port on the catheter side has broken off, once it actually and stuck into the catheter and required a trip to the ed to have it removed from the catheter. It sounds like the tip breaking has only occurred twice, but twice in a short period.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter tip broke off during use, sticking into the patient's catheter and requiring a trip to the emergency room to remove it. The customer reported 2 occurrences of tip breakage. The following information was provided by the initial reporter: wondering if there have been any reports of the plastic tip of the blue luer adaptor breaking off. We have seen it happen twice in two weeks. One tip dislodged into a patient¿s catheter and it required a trip to the ER to remove it. That said, it sounds like the end of the luer adapter that slips into the port on the catheter side has broken off, once it actually and stuck into the catheter and required a trip to the ed to have it removed from the catheter. It sounds like the tip breaking has only occurred twice, but twice in a short period.